Event description:
Pt with size 8 tts bivona trach tube had witnessed respiratory arrest 0245 hours following upper airway obstruction. Resuscitation unsuccessful. Etiology of obstruction unclear; cannot eliminate soft trach tube causing intermittent mechanical obstruction as one of several possible etiologies.